Manufacturer narrative:
No probe sample was returned for evaluation for the report of the probe not being able to cut (actuate) during surgery; therefore, the condition of the product could not be verified. A review of the related device history records associated with reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were no other complaints for the reported issue. The root cause for customer complaint issue cannot be determined. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe could not cut during a procedure. She replaced the product with new one and the procedure was completed. There was no harm to the patient. The product was retained. No additional information is expected.